Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that the leads migrated. The patient underwent a spinal cord stimulator (scs) revision procedure wherein the lead adapter was explanted. The patient was doing well postoperatively. The explanted devices were disposed by the medical facility.